Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (as-ICD) and associated electrode presented to the clinic with an infection and erosion of the distal tip of the electrode at the upper sternal edge. It was noted the patient had a system explant and replacement due to a pocket infection back in (B)(6) 2014. This time, the infection was limited to the small upper sternal wound at the distal end of the lead electrode. The physician planned to cut and remove the portion of the electrode at the infection site, while the proximal portion and the device would remain in situ. After the wound heals, the remaining portion of electrode will be removed and a new electrode will be connected to the existing device. The device will be deactivated for the procedure and duration of the patient's recovery, until the new electrode can be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that the procedure to remove the portion of electrode had been performed. This report will be updated when the remaining steps of the treatment plan are completed and the outcome is provided.